Manufacturer narrative:
Source of info written report (fer form) based on phone conversation between st. Jude medical heart div product surveillance manager and clinical fer administrator, and st. Jude medical mechanical valve sales manager, on 6/10/1998. Description of event on 7/16/1990, dr. Implanted 25 mm aortic st. Jude medical mechanical heart valve (model 25a-101). Approximately eight years postoperatively, on 5/13/1998, dr. Explanted this valve due to the fact the pt had presented with severe cardiac infarct and dissecting ascending aortic aneurysm. Valve was not explanted due to malfunction. Following explant, 23 mm st. Jude medical coated aortic valve graft prosthesis (model 23cavg-404) was implanted. However, pt expired as a result of complications from infarct and aneurysm. Results of investigation explanted valve was not returned to st. Jude medical heart valve div due to fact it was discarded at hosp. Therefore, testing could not be performed on valve. Valve's device history record was examined to ensure that each mfg and inspection operation was followed by appropriate signature and date, indicating that process was performed in accordance with st. Jude medical's specifications. Each operation for mfg and inspection of this valve and its packaging was followed by appropriate signature and date. Conclusion results of this investigation are inconclusive due to fact explanted valve was discarded at hosp, rather than being returned to st. Jude medical heart valve div for evaluation. As previously mentioned, info reviewed from valve's device history record indicated valve complied with st. Jude medical specifications at time of MFR. Valve was not explanted due to instrinsic valve defect; it was explanted due to aneryrym.

Event description:
This valve was explanted and replaced with a 23cavg. Additional info stated the pt had presented with a severe cardiac infarct and ascending aortic aneurysm. The valve was explanted due to the aneurysm and not because of malfunction. The pt expired as a result of complications from the infarct and aneurysm.